Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The date of manufacture is nov 28, 2013. A service and repair evaluation was completed for the subject device. The customer reported the instrument would not tighten. The repair technician reported ¿loose component¿ as the reason for repair. The cause of the issue is unknown. No parts were replaced. The item was repaired per the inspection sheet, passed synthes final inspection on 22-mar-2016 and will be returned to the customer upon completion of the service and repair process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Service history record review: no service history review can be performed as part number 03.501.080 with lot number 8731368 is a lot/batch controlled item. The manufacture date of this item is december 4, 2013. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. A review of the device history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an application instrument for sternal zipfix failed to tighten during a surgical procedure on (B)(6) 2016. No surgical delay was reported. Additional information is not available. This report is 1 of 1 for (B)(4).